Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca) to distal right coronary artery (rca). A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). After the procedure, it was noted that the burr got stuck with the wire. The procedure was completed using the original device. There was no patient injury and the patient was stable after the procedure.